Manufacturer narrative:
(B)(4).

Event description:
Non absorbable mesh - surgipro - medline was used. Patient had a vault fixation with mesh placed for recurrent prolapse. A tiny piece of mesh fell on eua vagina for unexplained excessive vaginal discharge and the exposed mesh was excised at the same time. The exposed mesh was excised easily and the patient discharged home on the same day. There was no into or post operative concern. The vaginal discharge symptoms had resolved.